Manufacturer narrative:
The device was returned for repair where it was determined the power cord had exposed copper wires. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power cord was replaced for the customer. Although there was no reported injury with this event, if the report of frayed power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported damaged power cord. There was no adverse event reported. This incident was captured under complaint ref # (B)(4).